Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted during testing. The insulin pump was unable to perform self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The insulin pump was unable to confirm battery out of limit due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and cracked case.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 348 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery and cleaning the battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.